Event description:
Information was received indicating that during use of the cassette, the pump exhibited a "no disposable, pump won't run" alarm and small air bubbles were noted. It was reported that the residual volume was 52.9, the rate was 1.3 and the amount given was 7.1. No adverse patient effects were reported. Per reporter no further information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).